Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the central station kept rebooting. It was determined that the issue was related to the 2018 adt reboot issue. There was no patient incident.

Manufacturer narrative:
(B)(4).